Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The logs show the patient announced 2 usual breakfast meals at 8:42 and 9:11 am, followed by dropping bgs. The 2 meal announcements delivered within 29 minutes of each other could have contributed to the low event, however the definitive cause is unknown. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a cds reported that a patient experienced a low event with nausea and dizziness. The patient's daughter called ems where the patient was brought to and treated (unknown) at the hospital. The cds also reported the patient has been consistently over-treating lows which appears to lead to rebound lows. The cds retrained the patient regarding treatment of lows with 2 oz of soda pop every 15-20 minutes if below 79 mg/dl. The patient was reported as fine.